Event description:
Patient reported experiencing raynaud¿s phenomenon. Patient additionally reported "a lump or thickening in or near the breast or in the underarm area". This record is for the right side. Later, healthcare professional reported rupture via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Record is not a late submission due to it being reported before in CPR

Event description:
Patient reported right side "experiencing raynaud¿s phenomenon." Patient additionally reported "a lump or thickening in or near the breast or in the underarm area." Healthcare professional later reported rupture via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as unidentified (tear) opening. Shell thickness was within specification. ¿ raynaud's phenomenon: unable to observe since it is a medical event and is not related to the device. ¿ lump/ nodule: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.